Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose reading was unknown. The customer was unable to clear the alarm. The pump was returned for analysis.

Manufacturer narrative:
Unit received with critical pump error (open book image) and unable to download due to corroded electronic assembly. The motor and force sensor was also corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or test for pump error 25 or unexpected pump error alarms due to critical pump error (open book image). Unit had missing display window cover, scratched case, pillowing keypad overlay and cracked retainer.